Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. Customer's blood glucose was 102 mg/dl. The sensor glucose reading was 52. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The customer current blood glucose is 97 and the current sensor glucose is 111. The sensor glucose and blood glucose difference is within acceptable range. The customer was advised that sensor appears to be responding to changes in glucose based on sensor glucose versus blood glucose. The customer will monitor sensor and call back if has issue.